Event description:
It was reported that the patient had a growth at the lead incision that "[stuck] out 3 inches, hard as a rock" which was confirmed by x-ray not to be scar tissue. The patient also had "rods" at that point. The stimulation worked for a year but as the growth became "apparent" the stimulation "signal was directed downward" causing more pain. The implantable neurostimulator (ins) was turned off at that time. The patient has had two tumors in that area that were removed previously. It was reported that the lead was now "embedded by bone." It was later reported that the ins was overdischarged and had been dead for six months after the patient stopped using it due to poor coverage. The patient did not seek help to address the coverage issue. At the time of the report, two physician mode recharges had been performed without success and a third was being done. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3887-45, lot #v158371, implanted: (B)(6) 2009, explanted: unk. Lead: model 3887-45, lot #v158371, implanted: (B)(6) 2009, explanted: unk. Lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: unk. Extension: model 37082-20, serial #(B)(4), implanted: (B)(6) 2009, explanted: unk. Recharger: model 37752, serial #(B)(4), programmer: model 37743, serial #(B)(4).